Manufacturer narrative:
No unexpected blank display anomaly noted. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was received with intermittent button response due to corroded keypad traces. No damage found on the connector and or lcd isolation tape noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had blank display. Customer stated he changed out battery and it did not work. Troubleshooting was done. Customer's blood glucose was 170 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.